Event description:
Caller reported a minimum fill notification regarding their insulin pump. There was no reported adverse impact to the customer's blood glucose level. The caller resolved the issue by loading the cartridge with more insulin and reloading the cartridge. Cts advised cleaning the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth during future cartridge changes.